Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the moderately tortuous and non-calcified right coronary artery. A 3.50 x 16 synergy¿ drug-eluting stent was implanted to treat the lesion. The device was inflated up to 14 atmospheres and after it was deflated, the stent delivery system (sds) would not come out. The device had to be removed from the patient's body together with the guide wire and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent was not returned for analysis, as per complaint report, the stent was deployed in the patient¿s body during the procedure. A visual examination of the bumper tip showed no signs of damage. The balloon body was reviewed and no issues were noted. The folds on the balloon wings were relaxed appearing as if positive and negative pressure was applied. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A guidewire was returned with device and the outer diameter (od) measured within the recommended guidewire od measurement specification. As part of the analysis, the returned guidewire was tracked through the device entering at tip and exiting at the exchange port and no difficulties or resistance was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the moderately tortuous and non-calcified right coronary artery. A 3.50 x 16 synergy¿ drug-eluting stent was implanted to treat the lesion. The device was inflated up to 14 atmospheres and after it was deflated, the stent delivery system (sds) would not come out. The device had to be removed from the patient's body together with the guide wire and the procedure was completed. No patient complications were reported and the patient's status was stable.